Event description:
A malfunction alarm was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and instructed to call back if any issues reoccurred.